Manufacturer narrative:
Product summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant products: 5071-53, lead and 5071-53, lead, implanted: (B)(6) 2012.

Event description:
It was reported that the device reached premature battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.